Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump was able to rewind and during prime received a no delivery. The customer's blood glucose was 214mg/dl. After troubleshooting, the pump continued alarming. The customer was advised the pump will be replaced and revert to back up plan.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarms noted. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip.